Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the segment fluid damage, the lcb distal cover glass fluid damage, the light guide cable compressed, the insertion flexible tube (ift) buckled, the suction channel buckled, the distal body cracked, the angle wire play, the electrical connector corroded, the bending rubber leak, the objective lens unit scratched, the segment hard to move, and the segment steel braid ruptured; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.